Manufacturer narrative:
The analysis results for the instrument confirmed that it was returned non-functional. The instrument was cycled and the advancer bypassed the clip causing one pear shaped clip; the subsequent firings resulted in eight properly fed and formed clips. The instrument locked out as intended, but the orange indicator did not show up. A corrective action has been initiated to address the root cause of the bypass issues. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy, the device would not fire. Another device was used to complete the case. There was no consequence to the patient.